Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the smart control 10 x 60 stent pre-deployed in the guiding catheter. The guiding catheter and the stent delivery system (sds) with the stent were successfully removed from the patient. The procedure was completed successfully. There was no patient injury. The approach for the procedure was right femoral. The target lesion was unknown. The lesion was reported to be: slightly calcified/tortuous, and a 70% stenosis. There was no reported loss of access to the target lesion. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the smart control 10 x 60 stent pre-deployed in the guiding catheter. The guiding catheter and the stent delivery system (sds) with the stent in it were successfully removed from the patient. The procedure was completed successfully. There was no patient injury. The approach for the procedure was right femoral. The target lesion was unknown. The lesion was reported to be: slightly calcified/tortuous, and a 70% stenosis. There was no reported loss of access to the target lesion. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for inspection. One non-sterile smart control, iliac 10x60 was received coiled inside a plastic bag. Unit was deployed. Stent was not received. Outer member was bent at 1cm and 14cm from ID band. No other discrepancies were found. The outer length was measured and found within specification. Although the unit was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of bent condition could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue. The failure reported by the customer was not confirmed since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant products: gw: radifocus 0.035inch; gc: destination 6f; y-connector: okay; sheath: medikit's 7f. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.